Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ secondary set c61 there was an issue with leakage. The leakage occurred between the tubing and spike end of the device. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: there are 14 complaints reported with this defect on the lot: 1005467 DHR was reviewed for lot 1005467 and (B)(4) raised to address relabeling activity. No production ncr-s ware raised during production that could explain issues costumer was describing. No samples received for this complaint but samples have been received from this lot: 1005467 under water test performed on samples received from lot: 1005467 and CT scan of sample that failed underwater leak test investigation conclusion: root cause of leakage on c61 is molding issue with spike component (5328) lower part of spike where tubing is connected is not centric, this defect will make wall of component thinner on one side and thus cause leakage.

Event description:
It was reported with the use of the bd phaseal ¿secondary set c61 there was an issue with leakage. The leakage occurred between the tubing and spike end of the device. There was no report of injury or further medical intervention.